Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger fault) was investigated. Aupon evaluation, the power supply was defective and lacked an output voltage. The cause of the fault is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor contacted zoll to report that a patient's charger was displaying a fault.